Event description:
It was reported post-paced t-wave oversensing was observed on a patient via remote monitoring system. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.